Event description:
It was reported that the insertable cardiac monitor (icm) was protruding from the implant site. The icm was explanted and replaced. No additional adverse patient effects were reported. The icm was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the icm was inspected and analyzed. Visual inspection of the device noted no anomalies. Battery diagnostics were downloaded and found to be normal. The device was then put through a series of automated testing that verified sensing and device functionality.

Event description:
It was reported that the insertable cardiac monitor (icm) was protruding from the implant site. The icm was explanted and replaced. No additional adverse patient effects were reported. The icm was received for analysis.